Manufacturer narrative:
Additional information received and event description updated. Correction to patient code and device code . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that during setting up the 700 series ventilator passed post (power on self-test) with an error message "it could not be used". The patient was not attached to the ventilator at the time of the event. Immediately another ventilator was prepared, and it was used. No harm was reported.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setting up on a patient the 700 series ventilator had passed post(power on self test) with an error message indicating " it could not be used". Ventilation stopped. Immediately another ventilator was prepared and it was used. No harm was reported.

Manufacturer narrative:
Device evaluation summary: one pressure solenoid (psol) printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection was carried out and no anomalies were observed. The psol pcb was assembled into the failure investigation test-bed device for analysis and the device was powered on. The fi test-bed device passed the power on self test (post) and no errors were recorded in the diagnostic logs. All tests and calibrations ran without any errors. The fi test-bed device was placed into ventilation mode for 24 hours, no errors/alarms observed the run in period. Conclusion: no fault found. The investigation found the device to function normally. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.